Manufacturer narrative:
- -

Event description:
- -

Manufacturer narrative:
As this lead was surgically abandoned, no product return is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, difficulty was encountered removing this right ventricular lead from the device header as the set screws could not be loosened. This lead was surgically abandoned and replaced successfully. No adverse patient effects were reported.